Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, and interrogation was performed, and it was discovered that the left ventricular lead exhibited failure to capture for all available vectors and phrenic nerve stimulation. The x-ray confirmed that the lead was dislodged. The lead was explanted and replaced. There were no patient consequences.